Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use, device discarded.

Event description:
The consumer reported a false negative result using the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a nasal sample. Additional testing was performed via flowflex covid-19 antigen home test which generated a positive result on (B)(6) 2022. Repeat testing was performed (B)(4) on subsequent days with binaxnow covid-19 antigen self-tests all of which generated positive results. No pcr was reported to have been performed. The consumer was asymptomatic. The consumer confirmed there was no harm due to the test results and confirmed there was no delay or impact in treatment.

Event description:
The consumer reported a false negative result using the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a nasal sample. Additional testing was performed via flowflex covid-19 antigen home test which generated a positive result on (B)(6) 2022. Repeat testing was performed eight times on subsequent days with binaxnow covid-19 antigen self-tests all of which generated positive results. No pcr was reported to have been performed. The consumer was asymptomatic. The consumer confirmed there was no harm due to the test results and confirmed there was no delay or impact in treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.